Event description:
Revision of shoulder components. Humeral head dislocated from the replicator plate approximately 6 weeks postoperatively.

Manufacturer narrative:
Returned devices are currently undergoing engineering eval.